Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had their device placed in (B)(6) 2013. Over the course of having the device for a month, the patient stated their body went ¿absolutely nuts.¿ the patient¿s personality changed, and their physical body changed. The patient had shocks coursing through their legs and back causing numbness and the symptoms grew worse and the pain became too much. The patient saw the manufacturer representative and the doctor about a week after the surgery. The representative looked at the site on the patient¿s bottom and it was noted that it looked sore. After a few weeks of no change and ¿not healing with my new personality,¿ the patient went back to the doctor to talk to him about removing the device. The patient stated there was no getting through it and the doctor and the representative both agreed to have device removed. The patient had their device removed in (B)(6) 2013. After the patient¿s surgery, the doctor said that everything was out and the patient would be fine. Follow up was not possible for this event; if additional information becomes available, a supplemental report will be sent.